Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, "the fiber tip was damaged" @ 45,000 joules of use. The case was completed using a second fiber. Pt outcome: "no injury to the pt".

Manufacturer narrative:
Device code: - refers to forward-firing of the side-firing surgical fiber: a code request has been submitted. Fiber analysis: the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture rotated independently of metal cap. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited moderate burnt on detritus. The distal part of the glass cap was detached and not returned. Based on the analysis above, the potential for forward firing may exist. The problem root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.